Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during a rotator cuff repair the penetrating grasper 35° up was not working correctly. The jaw on the device wouldn¿t close all the way. It was a rotator cuff repair of the shoulder. The jaw got stuck in some tissue on the way into the patient¿s shoulder. Upon pulling the device out we looked at the jaws and identified the problem. The complaint device was received and evaluated. Upon visual inspection, the device was found to be worn/scratches and the laser marking on the device is slightly faded but still legible. When the trigger was actuated to test for its functionality, the upper jaw don¿t close completely; therefore, this complaint can be confirmed. The tip appeared to be slightly deform causing that the jaw and teeth did not align properly. A manufacturing record evaluation was performed for the finished device 2g4 number, and no non-conformances were identified. The lot number provided indicates this device is 18 years old and has seen considerable use in the field which is consistent with its appearance. This failure can be attributed to the wear or damaged from heavily handling. As per IFU, it is important to inspect for damage before using and functional testing. Replace a damaged, worn or bent instrument. Also, the end of useful instrument life is generally determined by wear or damage from handling or surgical use. It is necessary to follow the instructions and warnings of any cleaning and equipment used; also, the recommendation of the proper condition during the sterilization and maintenance to avoid any damage (please review the instructions and manual cleaning in the IFU-107066); the device require special attention during cleaning. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the arthro grasper pen 35 up *ea device was not working correctly that the jaw on the device would not close all the way. Another device was used to complete the procedure. There was a 30 second time delay. There were no adverse patient consequences reported. No additional information was provided.